Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken grip cable at the clevis hole location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 4.84 mm x 5.74 mm in size. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. The instrument was found to have a broken main tube at the distal tip. A piece measuring at approximately 3.10 mm x 3.90 mm was missing and not returned. Components adjacent to this broken main tube do not show damage. The complaint regarding a cable broke during cauterization was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was nothing strange during inspection. The issue occurred when the surgeon was cauterizing tissue. There was no instrument collision, and the instrument had a normal grip until the cable was broken. They do not remember if there were any issues related to the yaw, or pitch motions of the instrument. The saw a broken cable in the jaw and they do not know what it was controlling.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery hook instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook had a broken cable. The cable was broken during cauterization. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.